Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as a deflation. This is a known potential adverse event addressed in the product labeling..

Event description:
Patient reported right side "went flat." Device has been explanted.